Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results from a coaguchek xs meter compared to the laboratory result. The meter serial number was not provided. The result from the meter was 3.8 inr. The result from the laboratory with venous blood was 2.9 inr. The elapsed time was 30 minutes. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation. Retention test strips (lot 294151) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with the specification.

Manufacturer narrative:
The customer¿s strips were returned for investigation. The returned strips were tested with retention meter and retention controls. Testing results: qc 1: 3.7 inr , qc 2: 3.8 inr, qc 3: 3.7 inr . All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 294151) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.